Manufacturer narrative:
The patient's previous admission for the ongoing infection is reported under MFR. #2916596-2020-00873 this event occurred at (B)(6) general hospital. Manufacturer's investigation conclusion the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 2 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was re-admitted to the hospital for an ongoing infection of the percutaneous lead exit site. The patient underwent wound debridement on (B)(6) 2019 and started vac therapy on (B)(6) 2020. The patient is currently being treated with tapimycin and remains admitted. No further information was provided.